Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a sustained low flow alarm. The low flow alarm initially resolved with a controller exchange; however, the patient continued to experience low flow. Refer to manufacturer report number 2916596-2021-03046 and manufacturer report number 2916596-2021-04161 regarding the continuation of low flows. A specific cause for this finding could not be conclusively determined through this evaluation. The patient was admitted for a low flow alarm on (B)(6) 2021. Although the controller reportedly showed flow of 0.0 liters per minute, a mechanical hum was heard that indicated the pump was running. The patient¿s controller was exchanged, and the pump parameters returned to normal. The patient was asymptomatic and discharged to home with medication adjustments including a hold on the patient¿s heart failure and diuretic medications. The plan was to continue device support as destination therapy. Although the event initially resolved, a computed tomography angiography was performed on (B)(6) 2021 following continuation of low flows. Refer to manufacturer report number 2916596-2021-03046 and manufacturer report number 2916596-2021-04161 regarding the continuation of low flows. The submitted log files collectively contained data from (B)(6) 2021 and found that the pump operated at the set speed without issue. A sustained low flow alarm was captured from (B)(6) 2021 at approximately 11 pm through the final data on 21apr2021 at approximately 6 am. The low flow alarm was typically associated with estimated flow of 0.0 liters per minute. There were no other notable alarms active in the log files. The patient remains ongoing on (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) provides an explanation of all pump parameters, including flow. Pump flow is a calculated value that is estimated based on pump power. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that all alarms resolved after controller exchange. The patient was asymptomatic and discharged home after medication adjustment. Entresto and aldactone were put on hold. Computed tomography angiography was done on (B)(6) 2021 due to contrast allergy and needed admission for steroids premed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number 2916596-2021-02814. It was reported that the patient was admitted for a low flow alarm on the controller, which showed 0.0 liters/minute with no flow but a mechanical hum was heard. The controller was replaced. Log file analysis captured continuous low flows. The pump was seeing a reduction in blood volume. The patient was stable once the controller was replaced and the parameters returned to normal/baseline levels. The flows and pump parameters also showed on the system monitor and controller.